Event description:
N/a.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. No lot number was identified, as such a DHR review could not be performed. A failure analysis and determination of root cause is not possible due to product was not returned. The complaint reported cannot be confirmed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA: pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and (B)(6), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
It is unknown if the device will be return to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that an id4501i duragen 4x5 1 pack ce or id3301i was used on a patient. During the end of (B)(6), during a bilateral decompression craniotomy the duragen was used on one side and goretex on the other. At the time of bone placement during cranioplasty two weeks later, the goretex side had an artificial dura left behind, but the duragen side stuck to the skin, leaving nothing on the surface of the brain. The patient was judged to be a problem with the dural defect remaining, and goretex was placed in the cranioplasty to complete the procedure. During the follow-up observation, until the reopening of the head, the goretex side had cerebrospinal fluid storage, and the duragen side had no cerebrospinal fluid storage, and the image was very good. It was a pity that the brain surface was exposed when the head resumed. Additional information received on 13jan2020 stated that the patient was prepped for surgery and the duragen stuck to the flap. There was no known delay in surgery.